Event description:
The customer reported the sys failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. It was decided by the customer and rep to monitor the issue for several days prior to any repair.